Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that 4 ea. Brand new hemopro2 extension cables were purchased. They followed the sterilization process according to the IFU instructions but the black casing melted.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/06/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cord was returned inside the sealed sterilization bag. An attempt was made to open the sterilization bag. The cable was observed to be adhered to the plastic part of the sterilization bag. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "melted" was confirmed. A manufacturing engineering evaluation was conducted and additional investigations are ongoing with the supplier. The supplier investgation as is follows. Highpower material integrity sterilization testing 47 units from lot 02503041 were sent to a 3rd party lab (highpower validation testing & lab services) to complete a material integrity study of the getinge vasoview hemopro 2 extension cables. The cables were mechanically cleaned and sterilized with sterrad 100nx standard sterilization as per getinge¿s hp2 IFU (cv000011353). The test samples were cleaned per the IFU using a mechanical washer then processed in one (1) sterrad 100nx standard sterilization cycle. Following processing, each test sample was visually inspected for any signs of decreased functionality, damage and/or melting/degradation, sticking to sterilization pouch. All samples underwent a mechanical wash cycle. Each cable was placed individually into a sterilization pouch and placed inside the sterrad 100nx sterilization chamber and processed. Following the sterilization, each sample was inspected for melting/degradation of the outside casing material of the cable. - results: 100% visual inspection with unaided eye at 18¿ was performed. All test samples demonstrated no visible signs of melting/degradation of the outside casing material of the cable. Material analysis is as follows- samples of c-vh-4030 were sent to getinge site advanced material science (ams) laboratory in merrimack, nh for a comprehensive material analysis of the cable samples sent to the lab included: - three (3) of the returned cable complaint samples from lot 12411138 - - three (3) brand new samples from lot 02503041 two (2) sterrad 100nx sterilized cables from highpower. The analysis consisted of fourier transform infrared spectroscopy (ftir), fourier transform infrared microscope (ftir-micro), stereoscopic microscopy, scanning electron microscopy (sem), contact angle, thermogravimetric analysis (tga) and differential scanning spectroscopy (dsc). The results are as follows, the complaint cables showed more surface fibers and particles than new or once-sterrad 100nx sterilized cables. Analysis confirmed that all cables were made of silicone rubber (polydimethylsiloxane). However, infrared testing showed that the outer polyethylene page 3 of 4 chloride (pe-cl) coating¿normally present on new and once sterrad 100nx sterilized cables¿was missing on the complaint samples. This coating provides chemical resistance and flame retardance. No thermal degradation or changes in hydrophobicity were found, indicating that the silicone itself remained stable. The investigation concluded that cleaning and sterilization processes removed the pe-cl coating in the complaint units, exposing the silicone rubber. Once exposed, the activated silicone surface chemically bonded to the sterilization packaging, causing the observed sticking and surface contamination. Samples of the complaint units were sent to the supplier (haodi) for investigation. The supplier tried to replicate the failure mode by exposing the cables to high temperature in an autoclave. Results: haodi was not able to replicate the melting of the cables. Haodi did notice that the plastic bag melted to the cables, and notified getinge that the bag does not belong to haodi. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.